Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The attached endoscope adapter (aea) did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection was confirmed. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope moved by itself. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to reinstall the endoscope and sterile adapter. The customer stated that the base of the endoscope was hard to rotate. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. There was no procedural delay. Isi followed up with the medial engineer and obtained the following additional information: the endoscope moved by itself while the surgeon was using it to the observe the patient's anatomy. The customer was able to invert the image as intended. The instruments were not attached to the arms yet. The endoscope orientation did not change on its own, but the endoscope moved with uncontrolled motion. The issue was resolved by replacing the endoscope.